Event description:
Information was received from a healthcare provider (hcp) and consumer regarding a patient who was receiving intrathecal unknown morphine drug (concentration and dose unknown) via an implantable pump for unknown indications for non-malignant pain. It was reported that the patient had a fall on (B)(6) 2024 and came into the emergency room today with an altered mental status. The caller wanted MRI conditions for the pump and stimulator. The patient was concerned that there could be some issue with the pump giving the patient more medication, which was then causing the patient to have an altered mental status. The hcp mentioned that the patient fell and said that there was a concern that the pump may possibly be leaking. The hcp requested to connect with a tdd field rep. Tss warm transferred caller to nas.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.